Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during pulse testing. There is no evidence in the patient's flag files of this failure occurring in the field as there are flags indicating that 23 shocks were delivered to the patient prior to passing. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. A design change to address this condition (PMA supplement p010030/s064) was approved by FDA on 11/06/2015. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture dates: monitor sn (B)(4): 06/11/2014. Electrode belt sn (B)(4): 04/12/2013.

Event description:
A us distributor contacted zoll to report that a patient had passed away while wearing the lifevest. The patient was found unconscious on his dining room table by a neighbor. The neighbor called ems. The patient is reported to have passed away on (B)(6) 2016 around 6:45 pm. After a download was received, a treatment event was reported in the patient's flag files. The patient received 23 unknown shocks prior to passing. The 23 unknown shocks were delivered between 2:37:18 am and 4:58:11 pm on (B)(6) 2016. The patient was alone at the time of the event. At 5:12:48 pm and 5:28:22 pm, asystole was detected in the patient's flag files, though ECG data is not available to confirm this. The electrode belt was disconnected at 5:33:51. The response buttons were pressed intermittently during the event, the response buttons functioned appropriately. There are no ECG recordings surrounding the shocks and the patient's rhythm at the time of the shocks is unknown. There is no allegation that the device caused or contributed to the patient's death.